Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Ercp wire in situ in the duct would not feed through the stent catheter and became stuck meaning this particular stent had to abandoned. "As per complaint form": the visiglide wire was passed into the stent but became stuck in the stent catheter and would not come out.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. (B)(4). Exemption number: e2016031. (B)(4). Problem statement: ercp wire in situ in the duct would not feed through the stent catheter and became stuck meaning this particular stent had to abandoned. "As per complaint form": the visiglide wire was passed into the stent but became stuck in the stent catheter and would not come out. Device evaluation: the evo-10-11-6-b device of lot number c1366041 was returned to cook (B)(4) and evaluated on the 08 feb 2018. The following additional information was also received: was the stent deployed or partially deployed? No. Was the procedure completed successfully? Yes with a 2nd stent. Did the patient require any additional procedures or intervention? No. Could you please clarify the stent had to be abandoned? The stent had to be put aside or abandoned as it could not be made to work properly. Lab evaluation: upon evaluation of the returned device, there was no stent exposure on return. The lockwire was returned in place. The red shuttle deployment marker was at the back half of the handle. Both deployment and retraction was possible. There was a slight kink on the flexor. This would not have had an impact on loading the wireguide. It is not known when the kink on the flexor occurred, and it is likely that it occurred during transport back to cook ireland. The device was wired successfully with a 0.035¿ wireguide. There were no other issues noted with the device. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Root cause: a definite root cause of this event could not be determined; however a possible root cause is handling of the device when loading the wireguide. Documents review: the evo-10-11-6-b devices of lot number c1366041 contain the main components: irs0129 (evo-10-11-6-b second assembly), rmn25-495 (suture: white force fibre size 3-0) and rmn28-118 (safety-lock). A review of the manufacturing records for the evo-10-11-6-b devices of lot number c1366041 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1366041; upon review of complaints this failure mode has not occurred previously with this lot # c1366041. IFU review: as per the instructions for use, ifu0056-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Ercp wire in situ in the duct would not feed through the stent catheter and became stuck meaning this particular stent had to abandoned. "As per complaint form": the visiglide wire was passed into the stent but became stuck in the stent catheter and would not come out. Lab conducted on returned device on the 8th feb 2018 and a slight kink on the flexor was noted.